Manufacturer narrative:
This event meets the definition of a serious injury and is reportable per 21 cfr part 803. We have investigated the drill extension and did not find any failure. The drill can be inserted and has sufficient friction. The contra-angle-lock shows an impression mark of the contra angle, but that has no effect on the function, the drill extension can be inserted in our reference contra-angles without problem.

Event description:
In this event it was reported that an ev drill extension was "not working, cannot drill with it." The surgery was not completed.